Event description:
The pump was returned for evaluation for the initial reported power condition. During evaluation it was identified that there was an issue with device failing volume accuracy test giving 18.2 ml at 20 ml settings. The probable cause is a contaminated mechanism. There was no harm as a consequence of this event.

Event description:
The pump was returned for evaluation for the initial reported power condition. During evaluation it was identified that there was an issue with device failing volume accuracy test giving 18.2 ml at 20 ml settings. The probable cause is a contaminated mechanism. There was no harm as a consequence of this event.